Event description:
The device was used to treat a pt and when the pacer was turned on, the pacer current reportedly could not be increased above 0 milliamps. The pt was reportedly asystolic for approximately 10 to 15 minutes prior to attempting external pacing. The pt was not resuscitated. The reporter stated that the reported event did not cause or contribute to the pt's outcome. The statement was based on the attending clinician's assessment of the pt's lack of viability.